Manufacturer narrative:
Device received with minor scratched lcd window, scratched case, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir retainer ring kept falling off. The customer¿s blood glucose was 23.0 mmol/ll at the time of incident. Customer declined high blood glucose troubleshooting and stated that they bolused about an hour ago and they will use their backup plan if their blood glucose will not stabilize. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.